Manufacturer narrative:
Medical device lot #: 2321335. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-11-17. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that 2 lots of citrate tubes are over-filling with normal venipuncture. The following information was provided by the initial reporter: quantity received and quantity affected: 2321335 exp: 8/31/23; 8 packs. 2291887 exp: 7/31/23; 5 packs. Was this issue involving patient or nonpatient samples? Patient samples. Tube is overfilling.

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, (B)(4) retention samples from both lots of the bd inventory were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that 2 lots of citrate tubes are over-filling with normal venipuncture. The following information was provided by the initial reporter: quantity received and quantity affected: 2321335 exp: 8/31/23; 8 packs; 2291887 exp: 7/31/23; 5 packs. Was this issue involving patient or nonpatient samples? Patient samples. Tube is overfilling.